Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: (B)(6) 2023 section h3: device evaluated by manufacturer¿ yes device evaluation: the alleged foreign material was received embedded in the plunger rod of the complaint handpiece. No defects or assembly issues were observed with the handpiece before and after disassembly. It is confirmed that the foreign material did not touch the patient's eye, as the foreign material was embedded in the plunger rod tip. The complaint device and foreign material was evaluated by a subject matter expert (sme) who determined that the incoming inspection requirements were not met. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. No nc/ER was found as part of this manufacturing records review. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. A material analysis report was requested. Fourier transform infrared spectroscopy (ftir) & energy dispersive x-ray spectroscopy (eds) analyses show that the brown foreign material is likely a mixture of oxidized polyurethane (i.e., the clear device material) and an inorganic species containing aluminosilicates (¿dirt¿), inorganic salts, and possibly iron oxide. Per the analysis, visual examination revealed that the brown foreign material appeared to be infused within the clear plunger material, as a small isolated pocket of debris. A non-conformance was opened to further investigate the complaint issue. Corrective actions will be implemented as required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol) into the eye, a brownish substance was attached to the plunger and fond in the cartridge. It is unknown if the brown substance entered the eye. There was no reported patient injury and the procedure was completed successfully. No additional information was provided.